Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing a static fill estimate of 135 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that the issue could occur due to a large variance in measured pressures used to calculate the remaining insulin, and once the remaining insulin equals the static number, the fill estimate would begin to count down normally. The caller understood and acknowledged this explanation.